Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Continued h.6. Health effect - impact codes: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of pelvic inflammatory disease, endometrial polyp with fibroids, deemed not device related, are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with 3 ml of juvéderm® volite¿. A month later, patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. Four days later, the patient experienced non-device related ¿fatigue" that resolved after a month. A month later, patient experienced non-device related ¿celialgia¿ and ¿fever¿ that resolved 3 days later but experienced non-device related ¿pelvic inflammatory disease in women¿ and ¿right ovarian cyst." They were treated with cefaclor sustained release tablets. The next day, the patient experienced non-device related ¿dermatitis¿ and was treated with glycerin compound milk. A week later, the patient experienced non-device related ¿endometrial polyp." Patient was hospitalized and was treated that day with sufentanil citrate and etomidate injection with propofol mediun and long chain fat emulsion injection. Patient underwent hysteroscopic removal of endometrial polyps under general anesthesia + fractional curettage + cervical dilation was performed surgery. Event resolved as patient discharged from hospital with recovering well on same day. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11001 (abbvie complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volite¿.